Event description:
It is reported by patient's attorney that after the patient's left knee implant in 1996, he experienced pain and discomfort and was required to undergo revision of the knee in 2002, where loosening of the tibial component was confirmed.